Event description:
T was reported that the patient had a driveline and system controller fault. The system controller and modular cable were exchanged and log files confirmed the alarm, in addition to 2 short periods the same night where the driveline was disconnected prior to the alarm. The cause of the driveline disconnect could not be identified and the root cause for the controller fault /driveline power fault was a broken fuse on the system controller. The cause of the damaged fuse was unknown. The alarms resolved after the replacement of the system controller and modular cable. Reference regulatory report MFR # 2916596-2024-00787.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events associated with a disconnection of the driveline; however, a specific cause for the events could not be conclusively determined through this evaluation. The submitted log files confirmed pump stop events on 31jan2024 which were associated with disconnection of the driveline. The driveline was reconnected shortly after each disconnection, following which, the pump resumed operation without issue until the system controller was later exchanged on the same day. Driveline power fault alarms were also observed on 31jan2024 which were associated with an open fuse in the system controller (refer to the system controller investigation). The pump appeared to have operated as intended at the set speed while the driveline was connected. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-032494, before ultimately expiring (captured under MFR # 2916596-2024-01312). The relevant sections of the device history records for mlp-032494 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists adverse events which may be associated with the use of the heartmate 3 lvas, including death. Section 2, "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.